Event description:
The initial reporter received questionable li lithium results for one patient sample with a cobas 6000 c 501 module. The initial result was 1.62 mmol/l. The repeated result was 1.61 mmol/l. The clinician questioned the result as it did not match the patient¿s condition so the sample was sent to another laboratory for testing. The result from the other laboratory using an unknown method was 0.6 mmol/l. The reagent lot number was 542029. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Section d4, expiration date was updated. The c501 module serial number was (B)(6). The patient sample was submitted for investigation. The sample was on a c501 module and the results were 0.57 mmol/l, 0.59 mmol/l and 0.58 mmol/l. The customer's high lithium results could not be reproduced. The sample was further investigated on an an integra 400 plus where the customer's high lithium results were confirmed. The sample was tested 4 times and the mean result was 2.58 mmol/l. Clarification is currently not possible with available information and measured results. No reagent specific issue could be identified, reagent meets specification. The investigation did not identify a product problem. The cause of the event could not be determined.